Event description:
It was reported, that the patient presented to the lab with suspected lead fracture. Upon review, it was discovered, that the right ventricular lead exhibited failure to capture and a drop in r-wave sensing. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.